Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient lost their controller in the process of a hip replacement in 2018. The patient found the controller in (B)(6) of 2018 and the implantable neurostimulator (ins) battery had died. The rep tried to read the ins, but there was no response. The patient made an appointment with their healthcare professional (hcp) to perform a physician mode recharge (pmr) and if the battery could not be jumpstarted, it would be replaced. The issues were not resolved at the time of the report. Additional information received from a manufacturer representative (rep). It was reported that the rep tried to jumpstart the battery 2 times and was unsuccessful. The hcp had planned on scheduling her for surgery, but nothing has been put on the schedule as of the time of this report. No further complications were reported.